Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 490 mg/dl and had been 670 mg/dl. Customer had symptom of vomiting, nausea, abdominal pain and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for four days and was treated with insulin drip and manual injection. Customer was not wearing insulin pump at the time of hospitalization as it was removed ten minutes prior to going to the hospital. Customer reported that high blood glucose was due to a bent cannula.